Event description:
Patient had laparoscopic hernia repair surgery on [redacted]. Today [redacted] stated he could not remember removing positioning balloon from mesh. Patient scheduled for diagnostic laparoscopy to verify if balloon was retained. Laparoscopy performed; balloon identified still attached to mesh on abdominal wall. Balloon retrieved and sent to lab for gross ID.